Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the evis exera iii gastrointestinal videoscope tested positive twice for escherichia coli in the channel. The issue was found during reprocessing after a therapeutic esopheal esophagogastroduodenoscopy. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Sampling date: (B)(6) 2025 sampling from: instrument/suction channel (blood agar) cfu: unknown bacterial identification: staphylococcus warneri sampling date:(B)(6) 2025 sampling type: insertion section, air/water channel, auxiliary water channel: cfus: unknown bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event was confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results confirmed to the regulation¿s recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.